Event description:
It was reported that the patient expired during the ekos procedure. An ekos endovascular device, 106x18cm was selected for use to treat a pulmonary embolism. The patient was sedated under general anesthesia. During the procedure, the patient expired. There were no reported device issues. It was unknown whether the device or procedure contributed to the patient expiration.

Event description:
It was reported that the patient expired during the ekos procedure. An ekos endovascular device, 106x18cm was selected for use to treat a pulmonary embolism. The patient was sedated under general anesthesia. During the procedure, the patient expired. There were no reported device issues. It was unknown whether the device or procedure contributed to the patient expiration. It was further reported that the official cause of death was cardiorespiratory arrest. During the ekos procedure, there were no significant symptoms. The patient heart rate decreased, followed by cardiorespiratory arrest. Cardiac massage was performed for resuscitation but was ultimately unsuccessful. The physician reported that the ekos device did not cause or contribute to the patient expiring.